Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer did not have a green light on the transmitter. Customer charged it again and connected it with the sensor but there was still no green light. Customer took the sensor off and saw that there was no electrode. Customer was advised to check with a health care professional just in case as the electrode may have come out with the sensor needle. Customer was sent a replacement sensor.